Manufacturer narrative:
(B)(4). G2: new zealand. H6: suggested component code: mechanical (g04) - drill. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record review cannot be performed without product identification. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
It was reported that the drill bit broke when drilling to make a hole for an acetabular screw during primary hip. Broken pieces were removed. Drill bit may have been old and well used. No health consequences or patient impact. It was confirmed that no further information could be provided.